Manufacturer narrative:
The central processing unit printed circuit board assembly (cpu pcba) was returned for failure analysis. Visual inspection observed no anomalies. The cpu pcba was tested, and the customer complaint was verified. The root cause is failure of annunciator ls1.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the central processing unit printed circuit board assembly (cpu pcba) needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the cpu pcba to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing.

Manufacturer narrative:
Date of this report: 28june2021.

Event description:
It was reported to philips that the device had a back-up alarm failure alarm. The device was reported as being in use on a patient at the time of the event. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported.